Manufacturer narrative:
Investigation summary: device history lot: part: 04.004.443sab, lot: l633843. Manufacturing site: (B)(4). Release to warehouse date: feb. 23, 2018, expiry date: nov. 01, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient had implant surgery for fractured leg on (B)(6) 2019. It was infected and patient underwent a revision surgery on (B)(6) 2019. All fragments were cleaned. There is no medical delayed reported. Patient outcome was unknown. This is report 1 of 2 for (B)(4).